Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultralink meter is giving error 1 messages. Per the owner's manual, error 1 indicates there is a problem with the meter. This complaint is classified according to the documentation of the customer care advocate. The reported issue (error 1) first occurred on the day the patient contacted lifescan. Sometime after the reported issue began, the patient had symptoms described as "cramping in the legs, upper thigh and calf." When the patient tested with a backup meter, the patient obtained a blood glucose reading of "395 mg/dl." The patient did not take any action in regards to diabetes treatment and did not receive any medical intervention because of the reported issue. During troubleshooting, the reported issue was not resolved with training. This complaint is being reported due to the unresolved error 1 message. However, the patient did not have any symptoms that were suggestive of a serious injury. In addition, the patient denied receiving any medical intervention. Replacement products were sent to the patient.